Event description:
Caller states that the pt tested 8.0 inr on the coaguchek s system and 5.1 inr on a comparison lab. Coumadin was held while waiting on lab result and continued to be held after lab result returned. No adverse event reported. Requested return of suspect system and replacement was sent.